Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm/reproduce the reported complaint. The instrument was found to have the grip pin dislodged at the distal end. As a result, part of the grip tips appears to be dislodged. The dislodged grip pin was returned with the instrument with no obvious damage. The root cause is attributed to a manufacturing issue. The instrument was transferred to a failure analysis engineer (fae) for further review. The initial fa findings were confirmed and no other findings were noted by the fae. A review of the instrument log of the prograsp forceps (part # 471093-11/ lot # (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 10th use of the instrument. A review of the site's complaint history does not show any other issues documented for this product. Two photos of the instrument were shared, but there was insufficient evidence to come to any definitive conclusions regarding the reported event/instrument. The instrument was returned and failure analysis was performed. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, it was alleged a pin broke on a prograsp forceps instrument, causing the jaws to turn sideways. No injury was reported and no fragment fell inside the patient. There was no report of any patient harm, adverse outcome, or injury. However, the instrument grip pin was sticking out with no evidence or claim of user mishandling/misuse. If this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a pin broke on a prograsp forceps instrument, causing the jaws to turn sideways. The customer removed the pin from the instrument, and then remove the instrument from the patient. There was no report of any items falling inside the patient, and the procedure was reportedly completed as planned with no patient injury. Intuitive surgical, inc. (Isi) made several attempts to contact the customer, but was not able to obtain any additional information about the complaint as of the date of this report.